Event description:
The report received from the affiliate indicated that the patient was enrolled in a clinical study: (B)(6). The patient was enrolled in the study and had a stent assisted coil embolization. The target lesion was an unruptured basilar artery (ba) aneurysm. The physician delivered the enterprise vrd stent to the intended target lesion and during deployment the stent slipped down to the proximal vessel and was deployed with the distal end in the aneurysm. The physician used an additional enterprise device to successfully cover the lesion. The coil embolization was completed successfully. There was no reported adverse event or patient injury. The patient had no neurological symptoms post-procedure. The aneurysm size was reported to be: diameter 15.3 mm; max. Neck diameter 15.3 mm; vessel diameter prox. 3.9mm / distal 3.9mm.

Manufacturer narrative:
During treatment of basilar artery aneurysm the vrd enterprise (enc453712) moved proximally when it was being deployed. The stent slipped down to the proximal vessel and the stent distal end was deployed in the aneurysm. An additional vrd (enc452212) was placed to cover the lesion. The coil embolization was completed successfully without any adverse event or neurological symptoms. The unruptured aneurysm had a maximum diameter of 15.3 with a neck of 15.3. The proximal parent vessel diameter was 3.9 and the distal was 3.9. The device was inspected prior to use and appeared normal. It was prepped according the instructions for use with no difficulty. There is no information available regarding vessel tortuosity or any procedural issues that may have contributed to the event. The product was not returned for inspection. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418203. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent remains implanted and the delivery system is not available for analysis. Based on the report that the proximal movement occurred during deployment, procedural factors including vessel characteristics and device handling may have contributed to the stent being placed more proximally to the intended site; however, based on the limited available information, no root cause determination can be made. With review of the manufacturing records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.